Event description:
It was reported that stent damage occurred. Vascular access was obtained via the left artery. The 82% stenosed, 24x4.00-4.50mm, eccentric and de novo target lesion with a bend of <=45 degrees was located in the moderately tortuous and moderately calcified left anterior descending artery. After a 6f non-bsc balloon catheter and a guidewire crossed the lesion, pre-dilatation was performed with a balloon catheter leaving 34% residual stenosis in the lesion. A 4.00 x 24 synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient's body and it was noticed that the tip of the stent itself was deformed. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.